Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the noisy motor assembly is unknown. No repairs were made to correct the reported condition as the device was returned unrepaired due to a lack of customer response concerning device trade in. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have its motor assembly making an abnormal noise. No additional information is available.